Manufacturer narrative:
Based on the investigation results, no functional deviations or other abnormalities was determined. At the time of return, the valve was set to a pressure setting of 9 cmh2o, so it was possible to adjust the valve in the clinic. The progav 2.0 valve is always preset to 5 cmh2o at the time of shipment. The shunt met all specifications. How the abovementioned functional impairment occurred is not clear to us at the time of examination.

Event description:
It was reported that it was impossible to change the pressure setting of the progav 2.0 valve (#fx577t) before implantation. The device was returned for examination to the manufacturer.